Manufacturer narrative:
Upon further review it was noted that there were no lead impedance issues on the right atrial (ra) lead and right ventricular (rv) lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a lead impedance warning. It was also reported that the right atrial (ra) lead exhibited a lead impedance warning. The rv lead was explanted and replaced and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.